Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The field service representative (fsr) went on-site to evaluate the suspect device. The fsr reported upon inspection the circuit attached along with a green 500 ml test lung (compliance strap, but no airway restrictions). The fsr also used his test circuit and test lung. The fsr reported being unable to duplicate the reported issue, delivered tidal volumes were within specifications. The fsr performed the user verification test and operational verification procedure and the device meets all factory specifications.

Event description:
The customer reported while using the vela ventilator; the delivered volume would go way down then back up on the volumes on the monitor. The customer reported when set volume at four hundred milliliters (ml) , down to zero, then back up to four hundred ml. The issue occurred during setup; the customer reported there is no patient involvement associated with the event.